Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, may 01, 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, may 31, 2023. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure. The patient had a rectal wall infiltration and had a significant delay in therapy. The patient's current condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.